Manufacturer narrative:
Product complaint (B)(4) additional information: d 9. Date device returned to manufacturer, d 9. Date device returned to manufacturer investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the syringe holder with the pre-filled syringes empty. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?, h 6. Medical device problem code , h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Please elaborate on the quality issue experienced with the product. What do you mean by "defective in the screwing"? 2. Were there any issues observed with the device when connecting the dual applicator? 3. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 4. Was a sales representative present during the case when the issue was experienced? 5. Was any leakage or product solution observed at the luer locks connection? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent an unknown procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. No adverse patient consequences were reported. Additional information was requested.